Event description:
The customer reported to olympus that during preparation for use the evis exera iii video system center was experiencing an intermittently displayed image. There were bright flashes in the image. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a detachment of the receptacle unit. Additional issues were identified during the device evaluation. The memory port was damaged, and the chassis appearance had defects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the detached receptacle unit could not be identified. Olympus will continue to monitor field performance for this device.